Manufacturer narrative:
Other applicable components are: product ID 37714 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: product type implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported he was getting shocked constantly and could hardly move. The patient had turned both implants off and was feeling a constant burning sensation on both sides of his back and couldn¿t get out of bed. The patient mentioned he let the implant run down so he could quit getting shocked and wanted to meet a manufacturer representative to turn the main meter off. The patient was asked if the lightning bolt was not on the programmer screen and the patient said no. Further information received from the consumer via the manufacturer representative reported that they had a shocking sensation that was too strong at times even when both systems were on or off. The patient stated if felt slightly different than the stimulation. It was unknown if any environmental or external factors led to the issue and no falls were reported. Impedances on both systems were within normal range. Both systems were reprogrammed and coverage was where it needed to be. No issues were noted with stimulation on and the patient was making an appointment with the physician to determine if there might be a medical issue causing the shockingsymptoms. The issue was resolved at the time of the report. The indication for use was spinal pain and chronic low back pain.